Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer was hospitalized on the first week of (B)(6) 2014. Customer's blood glucose readings were unknown, but caller reported that blood glucose was high. Customer had symptom of high blood glucose; customer was vomiting and not feeling well. Customer was hospitalized due to diabetic ketoacidosis. Customer was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization.